Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead revealed the insulation was damaged/breached consistent with procedural damage. X-ray examination revealed the inner coil was kinked/damaged at the s-curve region. The guidewire insertion test could not perform due to the damaged inner coil consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the guidewire would not advance down the left ventricular (lv) lead. The insulation was damaged due to pressure applied to advance the guidewire. A new lv lead was implanted to resolve the event. The patient was in stable condition.